Manufacturer narrative:
No information has been provided to date. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was duplicated. Additionally, it was found that the dso seal was damaged/detached and the dso sensor was defective. The device showed error 42224. The cause of the issue was found to be a defective pwa. The pwa was replaced along with the dso sensor and deal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a hardware error. Is unknown if there was patient involvement.